Event description:
The catheter was soft. There were pin holes at several points of the catheter. The dome was detached when the catheter was attempted to be removed. The following medications were used. Parenteral nutrition, cercine, diazepam, solita-t, phenobarbital, depakene, dantruim, excegram, gaster, lebenin, clarith and selen.